Manufacturer narrative:
Product complaint # (B)(4) additional information: the following additional information was obtained : onset date of (B)(6) 2017 it was reported that the blood routine results indicated that the white cells were 13.75, the percentage of neutrophils was 90.61%, and the neutrophils were 12.5. - blood routine indicated that the white blood cell count was 13.79. Is the adverse event incidence of wound closure?: no. Severity/intensity: mild. Did the adverse event cause the subject to be discontinued from the study?: no. Concomitant or additional therapy given for this adverse event?: no. Other action taken?: no. Relation to the study device: not related. Relation to the study procedure: not related. Outcome: recovering/resolving is the adverse event still ongoing?: yes. Is this a serious adverse event?: no.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the adverse event incidence of wound closure?: yes. Adverse event: delayed wound healing. Start date (dd-mm-yyyy): (B)(6) 2017. Severity/intensity: severe. Did the adverse event cause the subject to be discontinued from the study?: no. Concomitant or additional therapy given for this adverse event?: no. Other action taken?: yes. If ¿yes¿, specify: strengthen the replacement of the incision dressing. Relation to the study device, study procedure, or other causality: not related. Outcome: recovered/resolved. Is the adverse event still ongoing?: no. If ¿no¿, end date (dd-mm-yyyy): (B)(6) 2017. Is this a serious adverse event?: yes. Was the event a congenital deformity or abnormality?: no. Was the event a life-threatening illness or injury?: no. Was the event a permanent impairment of a body structure or a body function?: no. Did the event require hospitalization?: yes. Did the event prolong hospitalization?: yes. Medical or surgical intervention to prevent life-threatening illness or injury: no. Did the event result in death?: no. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you describe the surgeon initial technique with stratafix symmetric tab? What tissue was the stratafix symmetric suture used on? What was the degree of flexion of the knee when the stratafix symmetric suture was used? Was there any anomaly or issue with the device prior to use? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Was the fixation tab intact when the suture was placed in the patient? Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? Can you describe the appearance of the suture during the second procedure? Was the suture found broken, can you identify where (termination, middle, end)? Was the suture intact and pulled through the tissue? Do you have the status of suture for evaluation? What is the current condition of the patient? Lot # kpm276 does not correspond to product code sxpp1a403. Please provide correct lot #.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2017 and barbed suture was used on the intermediate layer. No anomalies occurred during the surgery. Post-operatively, on (B)(6) 2017, the patient experienced a wound dehiscence. The wound was cleaned and resewed. The patient was under monitoring at the hospital. Additional information was requested.

Manufacturer narrative:
The following additional information was requested and the following was obtained: date the event occurred - (B)(6)2017. Can you describe the surgeon initial technique with stratafix symmetric tab? Good. What tissue was the stratafix symmetric suture used on?unk what was the degree of flexion of the knee when the stratafix symmetric suture was used?unk was there any anomaly or issue with the device prior to use?no what was the condition of the tissue where suture was used (normal, diseased, weakened)?normal was the fixation tab intact when the suture was placed in the patient?yes was there any patient predisposing event (cough, fall, etc) prior to dehiscence?unk what is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence?unk can you describe the appearance of the suture during the second procedure?normal was the suture found broken, can you identify where (termination, middle, end)?no was the suture intact and pulled through the tissue?yes do you have the status of suture for evaluation?no

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Product complaint # ==> pc-000028433 additional information was requested and the following was obtained: 1. In regards to the poor wound closure event, can you please elaborate: a. Was this event possibly related to the study device (stratafix)? Yes- probably related b. Was this event possibly related to the study procedure? Yes probably related c. Or was the event possibly related to other causality? ¿ if yes, please elaborate. Yes - there is inappropriate rehabilitation exercise after the operation. The investigator said the subject did too much exercise. 2. In regards to the delayed wound healing event, can you please elaborate: a. Was this event possibly related to the study device (stratafix)? Not related b. Was this event possibly related to the study procedure? Not related c. Or was the event possibly related to other causality? ¿ if yes, please elaborate. Yes, because of the rehabilitation exercise. 3. If the event is possibly related to the study product, please provide the following: a. Date of procedure in which product was used (B)(6) 2017 b. Name of procedure total knee arthroplasty c. Product code, lot number sxpp1a403 kpm278 d. Past medical history hypertension, superficial gastritis, cholecystotomy , the right lower extremity venous exfoliation , osteoarthritis , astriction e. Medical or surgical intervention performed due to patient symptoms strengthen stitch does the investigator believe that the main cause of the problem was too much exercise? No further information. Was there any issue related to the stratafix device? No further information.